Event description:
This event involved a (B)(6) male patient with a past medical history that included intermittent atrial fibrillation who experienced high power events after heartware lvad implantation. The initial heartware lvad ((B)(4)) was implanted electively via thoracotomy approach and surgery was reported to have been essentially uncomplicated. The patient was discharged to a rehabilitation facility two weeks later. Post-operatively the patient experienced positive crp levels (without infectious focus) and a deterioration of his heart failure. He developed progressive dyspnea and high lvad power consumption along with hemolysis markers. At the time of the event, the patient's medications included aspirin (100 mg), clopidogrel, prasugrel and low molecular weight heparin. This event was treated with pump exchange with another heartware lvad ((B)(4)).

Manufacturer narrative:
(B)(4): product not available for return.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.